Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection found the loop wire broken off at the distal end. The broken loop wire was not returned. Further inspection of the loop found charred stains on the yellow and blue filters from the distal end. This type of broken loop wire damage is most likely due to the loop wire coming in contact with metal during hf activation. The instruction manual warns users: "do not activate the electrode release button when operating the instrument. If hf current is activated, spark discharge may occur and the instrument may be damaged."

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the electrode loop sparked and the wire separated into two pieces. The electrode was replaced with a similar model and the loop sparked and broke again. No device fragments fell inside the patient. It was reported that each time the electrode sparked and broke, the patient experienced an obturator nerve reflex. However; the physician found no evidence of shock post operative. A button electrode was used to complete the intended procedure. There was no patient injury reported and the patient is reportedly doing well. It was reported that post procedure after the resection set was cleaned and sterilized the outer sheath tip was noted to be burnt. Also, it was observed that the ceramic section of the inner sheath and the outer sheath tip were not aligned correctly when assembled. Olympus followed up with the user facility to obtain additional information regarding the reported event and was informed that and that the device was inspected prior to the procedure with no anomalies found. This is one of two reports.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later time, this report will be supplemented. Please cross reference the associated MFR. Report number: 2951238-2015-00289.